Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter became frozen. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was not confirmed due to missing data for the date of issue. A root cause could not be determined.